Event description:
It was reported that a guide wire coating issue occurred. The access to the target lesion located in a lower limb was noted as difficult and the anatomy was tortuous. It was noted that the magic torque¿ guide wire coating was peeled when they passed the super sheath over the wire. The device was removed and the procedure was completed with another magic torque¿ guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the unit returned has jacket peeled and distal end kinked, as part of overall visual revision. The body coating peeled exposing the corewire at 104.6cm to 111.7cm approx. From the proximal end; moreover, the distal end is kinked at 159.5cm approx. From the proximal end, and the spring tip is bent. All the outer diameter (ods) and guidewire overall length taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire coating issue occurred. The access to the target lesion located in a lower limb was noted as difficult and the anatomy was tortuous. It was noted that the magic torque guide wire coating was peeled when they passed the super sheath over the wire. The device was removed and the procedure was completed with another magic torque guide wire. No patient complications were reported and the patient's status is stable.